Event description:
The customer reported the collimator shutters are not working and the wig wag broke was loose.

Manufacturer narrative:
The ge service rep adjusted the wig wag brake to manufacturer's specs. He troubleshoot shutters problem and found they were intermittently faulty. He inspected high voltage cable and founded open on wires 1 and 2 of p10 on the collimator. Part is on order.